Event description:
The right thalamus (cm) depth lead, which was located contralateral to the rns and secured with a dog bone and lead protection, demonstrated evidence of a lead break. It was explanted on (B)(6) 2026. The lead had shown saturations and signal artifact on the ecog data. Initial interventions included scalp palpation and a programming adjustment. During the revision procedure, the surgical team noted that the lead was kinked in the area where the excess lead length had been coiled near the generator. For the replacement, the physician selected a shorter lead to minimize excess length and reduce the risk of future issues.

Manufacturer narrative:
(B)(4). The ecog and impedance data are suggestive of a potential lead break. If the lead is returned it will be investigated.